Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there was one ventricular nst=190 ms on (B)(6) 2012 18:34:34 and there was one - vf=130 ms average v-cycle on (B)(6) 2010 11:39:16.

Event description:
It was reported that there was possible right ventricular oversensing during an episode of a shock for polymorphic arrythmia. The lead is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.